Event description:
The account stated that the architect analyzer generated another discrepant result on a patient sample. The initial result was 7.39 u/ml, the sample was retested and the result was negative at < 2.0 u/ml. The account tested the sample a third time and the result was 7.77 u/ml. The account believes the negative result to be false. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). During in-house complaint investigations, a product deficiency was identified for the architect ca 19-9xr assay. Two panel 1 replicates were out of specification high (the range is 41.8 - 69.8 u/ml; the two out of specification results were 70.1 and 70.7 u/ml). The quality issue included low end imprecision and abbott low control testing out of range when using multiple architect ca 19-9xr reagent, calibrator and control lots. The root cause for the architect ca 19-9xr assay imprecision and/or erratic results at the low end and/or low control out of range high are caused by poor wash efficiency during the conjugate wash at wash zone 2, when version 106 or 107 wash zone assemblies, which have manifolds containing wash zone valve version 103, are installed on architect (B)(4) systems at wash zone position 2. An interim action was implemented on (B)(4) 2010 to institute acceptance testing at abbott as part of standard control procedures. Previously, the lots of calibrators, controls and reagents were not tested at abbott and were accepted based on the original equipment manufacturer's (B)(4) certificate of analysis. Also, the wash zone assemblies were re-designed to prevent wicking of fluid at the nozzle tips.

Manufacturer narrative:
(B)(4). The suspect medical device was changed from list number 8c89-01, architect analyzer to list number 2k91-20, ca 19-9. (B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and product precision testing. A product precision test was conducted with a retained ca 19-9, list number 2k91, lot 77487m100. All acceptance criteria were met. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of the complaint trend reports for the period of (B)(6) 2010 to (B)(6) 2010 for list number 2k91, did not indicate an adverse trend for the reported issue. Based upon the investigation, it has been determined that there is no product deficiency with arch ca 19-9 , list number 2k91, and is performing acceptably in regards to the imprecision issue observed by the customer.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.